Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegations cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient indicated the pump collapsed upon activation. Troubleshooting was attempted to no avail. A computerized tomography (CT) scan was scheduled to confirm if there was fluid in the system. Following this CT scan, the patient underwent a surgical procedure in which all the ipp components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported allegations of inflation issues related to pump collapse were not able to be confirmed through product analysis as the components performed within specification and no damages were identified. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump did not reveal any damages to the component. Upon functional analysis, the pump performed within specification. The reservoir was visually inspected, the analysis did not identify any damages. Upon functional testing, the reservoir passed the leak test performed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient indicated the pump collapsed upon activation. Troubleshooting was attempted to no avail. A computerized tomography (CT) scan was scheduled to confirm if there was fluid in the system. Following this CT scan, the patient underwent a surgical procedure in which all the ipp components were explanted and replaced. There were no patient complications reported for this event.